Manufacturer narrative:
Date of event: (B)(6) 2018, date of report: 10sept2019. The customer replaced the user interface to address the reported problem. The unit successfully passed the required performance verification test. Failure analysis of the returned part indicates: the customer complaint of ¿amber power led failure.¿ was unable to confirm. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Power led failure. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.